Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the surgeon reported that the patient death was not related to the technology used during the surgery. The surgeon stated the death was the result of a very sick patient (specifics not provided) and the complication could have occurred via any surgical modality. The surgeon reported that he had no intuitive product complaints or issues to report. No additional information was provided.

Manufacturer narrative:
A review of the system intraoperative event logs found that the it functioned normally for the duration of the procedure and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant devices were used during the procedure: endoscope plus 30 degree, mega suturecut needle driver, monopolar curved scissors, permanent cautery hook, maryland bipolar forceps, fenestrated bipolar forceps, vessel sealer extend, sureform 60 stapler. A site history review showed no complaints have been made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died intraoperatively during a hiatal hernia repair. No details of the procedure nor complications encountered are provided. The cause of death is not provided nor are any details of the events that led to the death. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair, the patient experienced unspecified complications and expired intraoperatively at an unknown point in time during the procedure. The cause of death is unknown. The information was provided to the intuitive clinical sales representative by the surgeon¿s physician assistant who did not provide any specific details. Multiple attempts to contact the surgeon were made with no response received. Information obtained from the site risk management reported there were no da vinci related complications intraoperatively. The patient's outcome was related to the patient's anatomy. No further information was able to be disclosed.